Event description:
Procedure: liver resection. According to the reporter: on the second firing, the surgeon pulled the black knobs back after completing the firing stroke, but the jaws did not open. The surgeon placed a clamp behind the jaws of the stapler and cut the jaws of the stapler out of the tissue. The surgeon subsequently applied cautery, clip appliers and sewing.